Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 325 mg/dl and correction boluses were delivered. Customer alleged there was an issue with the pump and reverted to using another pump for insulin therapy. Reportedly, due to a past stroke, customer required more pump training. Tandem territory manager informed customer's healthcare (hcp) provider and reportedly, met the customer/hcp for additional training.